Event description:
The customer reported that a transmitter went into communication loss (comm loss) at the central nurse's station (cns) and when it came back out of comm loss, the patient had been discharged. There was no patient injury reported.

Manufacturer narrative:
The customer reported that a transmitter went into communication loss (comm loss) at the central nurse's station (cns) and when it came back out of comm loss, the patient had been discharged. According to the customer, the transmitter came back showing the "admit" button (as if the patient was discharged), the staff re-admitted the patient to get them back on the transmitter and the cns. Technical support (ts) informed the customer that nk will need the logs form the transmitter and the cns. Ts provided the customer with a link/drop box for them to add the logs in. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a transmitter went into communication loss (comm loss) at the central nurse's station (cns) and when it came back out of comm loss, the patient had been discharged. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that a transmitter went into communication loss (comm loss) at the central nurse's station (cns) and when it came back out of comm loss, the patient had been discharged. According to the customer, the transmitter came back showing the "admit" button (as if the patient was discharged), the staff re-admitted the patient to get them back on the transmitter and the cns. Technical support (ts) informed the customer that nk will need the logs form the transmitter and the cns. Ts provided the customer with a link/drop box for them to add the logs in. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. With the information available, it is reasonable to determine root cause is most likely environment (facility network).. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4). Follow up 001.

Manufacturer narrative:
Details of complaint: the customer reported that a transmitter went into comm loss at the central nurse's station (cns). When communication was restored, the patient had been discharged. The transmitter came back up showing the "admit" button (as if the patient was discharged), so the staff re-admitted the patient to transmitter and the cns to continue patient monitoring. No patient harm was reported. Investigation summary: the reported incident involved one gz device, which was not indicative of a system issue. The service history for this cns was reviewed for similar events. The customer reported on ticket (B)(4) - (B)(6) 2022, that this cns experienced an issue with admitting (admit/discharge/transfer, adt) for one gz device. The issue was resolved after the customer rebooted the cns. The customer noted the cns had not been restarted in a "long time." The customer reported on ticket (B)(4) - (B)(6) 2022, that two gz devices were showing comm loss at the cns. Troubleshooting showed these two devices were getting a weak wi-fi signal. The customer was to resolve the issue with their local it department. The customer reported on ticket (B)(4) - (B)(6) 2022 that two gz devices in room (B)(6) were showing comm loss at the cns. Troubleshooting showed that the wi-fi signal was weak in room 1616. The customer reported on ticket (B)(4) - (B)(6) 2021 that two gz devices were showing intermittent comm loss. The customer reported on ticket (B)(4) - (B)(6) 2021 that multiple gz devices were showing intermittent comm loss. Communication loss and a patient discharging are not indicative of device malfunctions. The events above indicate a weak wireless signal area in the location the gz patients were monitored. Additionally, regular maintenance of the cns device was not being performed resulting in performance issues as indicated in ticket 158149. There have been no recurrence of comm loss and/or adt issues in this area since these issues were reported. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6, b7, d10. Attempt # 1: 10/07/2022 emailed the customer via microsoft outlook for all requested information in the ni list: no reply was received. Attempt # 2: 10/11/2022 emailed the customer via microsoft outlook for all requested information in the ni list: no reply was received. Attempt # 3 10/13/2022 emailed the customer via microsoft outlook for all requested information in the ni list: no reply was received. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type?. H6: event problem and evaluation codes.

Event description:
The customer reported that a transmitter went into comm loss at the central nurse's station (cns). When communication was restored, the patient had been discharged. There was no patient injury reported.